Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2019-02844. It was reported the patient experienced ineffective stimulation approximately one month after implant procedure. It was determined that one of the leads had migrated slightly and the other lead did not have optimal placement. As a result, the leads were re-positioned on (B)(6) 2019. Therapy was restored post-op.

Event description:
Device 2 of 2; reference MFR. Report: 1627487-2019-02844.